Event description:
A nurse (rn) contacted global technical services (gts) regarding an incomplete prime on the homechoice (hc). The rn stated she had already connected the patient when she realized the patient line did not prime to top. The technical service representative (tsr) advised the rn to start over with new supplies. The rn confirmed the hc displayed connect yourself. The tsr further assisted the rn to end the therapy to restart with new supplies. There was no patient injury or medical intervention. No further information is available at this time.

Manufacturer narrative:
(B)(4). The reported condition was resolved over the phone; no sample was requested at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of an incomplete prime. The reported condition was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was due to use error. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.